Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp). It was reported that the patient was seen in the hospital due to dizziness and falls not back pain. The event appeared to be cardiac related. On (B)(6) 2017 the patient informed that their ins is helpful for their low back pain. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient. It was reported the patient was experiencing back pain that started 3-4 days ago. On the day prior to the date of this report, the patient was hospitalized and thought it might be their kidney. It was noted that the consumer didn't think the issue was related to the device as it was implanted for leg pain. The consumer stated that they did all kinds of tests at the hospital and now wanted to do an MRI. It was unknown if the procedure was due to a problem with the device or therapy. The consumer stated that they didn't think the reason for the MRI was related to the device. Indications for use are spinal pain and lumbar radiculopathy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp). It was reported that no actions or interventions were taken to resolve the back pain. The patient was seen on (B)(6) 2017 and it was documented that their hospital visit was cardiac related. It was noted that the results of the MRI and weather the procedure was related to the device or therapy was unknown. It was also unknown if the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.